Manufacturer narrative:
Refer to MFR#9610816-2020-00408. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were having alarm issues with "bed3". The device was not in use on a patient.